Manufacturer narrative:
(B)(4). It was reported that mesh was implanted on (B)(6) 2007 due to vaginal prolapse , pressure felt in vaginal area, and organs budging out. Following insertion the patient experienced emotional loss of sexual contact, loss of intimate relationship with husband, fear, anxiety, lack of confidence and feelings of emptiness, on a daily basis feels extreme sharp pain-poking in vaginal area, cannot sit, lie down, walk or change position without feeling sharp poking pain, occasional bleeding and excruciating pain with intercourse, prolapse, pain bleeding and mesh exposure. No additional information was provided.

Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and mesh was implanted into the patient. It is reported that the patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.